Event description:
The customer reported intermittent 12-lead ECG v1 & v6 signal loss. There was no report of patient impact.

Manufacturer narrative:
(B)(4). The customer reported intermittent 12-lead ECG v1 & v6 signal loss. There was no report of patient impact. A philips representative reported having evaluated the device. The philips representative determined the cause of the failure to have been the leads ECG trunk cable. A replacement leads ECG trunk cable was ordered to resolve the issue.